Event description:
It was reported that the patient presented in clinic due to the patient feeling the vibratory notifier. Upon interrogation the patient notifier had been triggered for rv out of range pli. The tool will remain in the field.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.